Manufacturer narrative:
Additional information has been provided in d9 and h6. D6a implantation month, day, and year as well as d6b, explantation month, day, and year have been updated.

Manufacturer narrative:
A4: weight is unknown. A5: ethnicity is unknown. A6: race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in an 83-year-old male patient presenting with high-risk percutaneous coronary intervention (hrpci), with a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was unknown. During implantation, the automated impella controller (aic) showed controller failure. The aic was restarted, but the issue persisted. The problem was resolved by switching to a backup aic. No harm occurred to the patient. The device will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events. Patient survived.